Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced severe pain, recurrence, small bowel obstruction, constipation, and adhesions. Post-operative patient treatment included mesh excision.